Event description:
This was a left-sided lead extraction procedure to remove one 9 year old fidelis (mdt 6949) because the lead was fractured and had electrical issues. The lead was prepped with an lld-ez and a 16f glidelight laser sheath was used in the extraction. The physician lased for 2 seconds and 175 pulses to the tip of the lead and used traction/counter-traction with the sheath to free the lead tip. As the lead pulled free from the myocardium, there was a rapid decline in blood pressure and rescue measures were immediately initiated. The physician performed a sternotomy and discovered cardiac avulsion in the right ventricle. The injury was repaired and the patient was expected to make a complete recovery. The injury was caused as the lead pulled free from the myocardium. As the lld was the traction platform being used to pull the lead free, it is the suspect device in this case.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.